Event description:
It was reported there was high impedance of >40,000 ohms. It was noted the patient had a device replacement in (B)(6) 2012. It was stated the patient had not complained of a loss of therapy, falls, or any trauma.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the high impedances was unknown and there was nothing out of the ordinary on x -ray. The manufacturing representative did not know if the lead or extension was the problem. No further troubleshooting was expected as the patient was receiving therapy and the out of range electrodes were not used. The patient did not want to schedule a more invasive analysis unless the system was broken or they were not receiving effective therapy.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was interrogated on the day of this report and impedances were within normal range. The patient had no problems with their therapy and no further actions were needed.

Manufacturer narrative:
(B)(4).